Event description:
Elegance clinical study it was reported that a dissection occurred. The subject underwent treatment with ranger drug coated balloon and eluvia drug eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the right mid superficial femoral artery (sfa), right distal sfa, and right mid popliteal artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 240 mm and 90% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, balloon dilation was performed using 4 mm x 100 mm, 4 mm x 80 mm of sterling otw pta balloon. Treatment of target lesion was performed by dilatation of study device, 5 mm x 40 mm ranger drug coated balloon and by placement of 6 mm x 120 mm and 6 mm x 80 mm eluvia drug eluting stents. Post treatment, dilatation was performed using 6 mm x 100 mm of mustang otw pta balloon. The final residual stenosis was noted to be 0%. On (B)(6) 2021, the subject was discharged with aspirin and clopidogrel. On 20-sep-2022, 323 days post index procedure, occlusion noted in right sfa was treated with the balloon angioplasty using 5 mm x 200 mm ranger balloon and 5 mm x 150 mm sterling balloon followed by placement of 6 mm x 100 mm eluvia drug eluting stent in the proximal segment of the stenosis overlapping the previously placed stent from mid sfa to distal sfa. Following post dilation with 6 mm x 120 mm sterling balloon, the residual stenosis noted in the area of stent overlap and distal segment of the stent was treated with balloon dilation using 7 mm x 60 mm mustang balloon. Post treatment the final residual stenosis was noted to be 10%. Post procedure, angiography performed revealed dissection in the p1 segment of popliteal artery at the distal edge of previously placed stent due to 7 mm x 60 mm mustang balloon which was treated with placement of 6 mm x 40 mm eluvia drug eluting stent and post dilated with 6 mm x 150 mm balloon. Post intervention, the final residual stenosis was noted to be 10%.

Manufacturer narrative:
Patient identifier: (B)(6).